Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm the explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a few contacts reading high impedances. It was also reported that the patient was having inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced. During the procedure, the physician believed that the lead may have fractured around the anchor site for unknown reason. The patient was doing well postoperatively.